Manufacturer narrative:
Device received with intermittent button response due to flattened button dome switch and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test due to buttons not responding.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were experienced the high blood glucose as well as low blood glucose. Customer's high blood glucose was 418 mg/dl and the low blood glucose was 40 mg/dl. Customer also stated that for the last three months the buttons were sticking on the insulin pump and did not working properly. Customer also stated that up and down arrows and act buttons were sticking b button and it would stick every once in a while. Troubleshooting were declined for the high blood glucose. Insulin pump will be returned for the analysis.